Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced while attempting to run a loaded set during the device evaluation. System error 345 alarms were verified through a review of the event history log. The device was determined to not meet all product specifications related to the reported event. The system error 345 was verified. The cause was determined to be a failed upstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm.. There was no patient injury or medical intervention associated with this event. No additional information is available.